Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report out of range signal on (B)(6) 2014. At the time of contact, the distributor did not report any injury or medical intervention.